Event description:
After dry shave prep of suprapubic area, it was noticced that the pt had a fine cut line in same area that was bleeding. Topical medication was applied. After the bleeding stopped, inspection of the razor revealed that the blade was not level; one end was superiorly imbedded in the plastic.